Event description:
It was reported the patient received the following results within 15 minutes: 110 mg/dl and 349 mg/dl. The patient was lightheaded, nauseated and tired at the time of the readings, but is uncertain if this was from his blood sugar or related to other health complications he has.